Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) and eventually got hospitalized and admitted to intensive care unit (ICU) on (B)(6) 2026 due to hyperglycemia caused by bent cannula. The blood glucose level was high and the patient was treated with intravenous (IV) and fluids of saline and insulin and patient did bolus via the pump. Patient released from the hospital on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.